Event description:
Boston scientific received information that this device failed final pack testing. The device was never in service and there were no field allegations against the fit, form, or function of this product. This report was created due to laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this boxed device was thoroughly evaluated. A review of device history showed the device had passed all initial testing in our final packaging area and was released for distribution. The device was later returned to boston scientific from a field representative. During inspection and testing for redistribution, this device failed the storage mode current test. A higher than allowed for current drain was observed while the device was in storage mode. Detailed laboratory testing confirmed the high current drain was caused by a degraded low-voltage capacitor for the lv pacing supply. It should be noted that this device was configured (with software and firmware) as an ICD, such that lv pacing was not a programmable function. The device was capable of providing pacing and shocking therapy despite the high current drain.